Event description:
The customer reported continues beeping of the heartstart mrx with the device not recognizing the battery during power up. There were errors noted on the autotest logs. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.